Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 9f amplatzer trevisio intravascular delivery system was selected for a pfo closure procedure. During the procedure, while the delivery system was in the left atrium, it was noted on transesophageal echocardiogram (tee) that there was air bubbles in the left atrium. The patients electrocardiogram (EKG) had abnormal readings. A coronarography was performed showing air in the coronary artery. The patient subsequently developed cardiac arrest. The patient was then stabilized.

Event description:
It was reported that on 19 december 2022, a 9f amplatzer trevisio intravascular delivery system was selected for a pfo closure procedure. During the procedure, while the delivery system was in the left atrium across the pfo, it was noted on transesophageal echocardiogram (tee) that there was air bubbles in the left atrium. It was observed that the bubbles were exiting the sheath tip. The patients electrocardiogram (EKG) had abnormal readings. A coronarography was performed showing air in the coronary artery. The patient subsequently developed cardiac arrest. The patient was then stabilized. The procedure was aborted and the device was not implanted. It is believed that the snoring of the patient was the cause of the air embolism. The patient is reported to be in rehabilitation. Subsequent to the previously filed report, additional information was received that the patient is reported to be in rehabilitation. The device was not implanted. It was observed that the bubbles were exiting the sheath tip. It is believed that the snoring of the patient was the cause of the air embolism.

Manufacturer narrative:
An event of air embolism and cardiac arrest was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device was prepared per the instructions for use, and that the patient was under conscious sedation and was snoring, which was thought to have caused the air embolism. There is no indication of a product quality issue with regards to manufacture, design, or labeling.